Manufacturer narrative:
No further investigation was needed for this incident in which the device (B)(4). Was involved. (B)(4) has been raised in our quality management system to replace the articulated arm and the articulated arm was replaced.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the articulated mechanical arm and not the rosa robot.

Event description:
During the maintenance of the device, the company representative replaced the articulated arm.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. The articulated arm was replaced for repair purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the maintenance of the device, the company representative replaced the articulated arm.